Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to infection/ sepsis. Per the vad coordinator; the patient passed away about 14 hours away from the implant center in a hospital and are not able to acquire much information. Center is awaiting documentation. No additional information was provided.

Manufacturer narrative:
Section h3: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2019 via customer order 8018563367.